Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the endoscope reprocessor reprocessing time was 40 minutes even after replacing the filter and the valve may still have debris from last month's water heater exchange. There were no reports of patient involvement.